Manufacturer narrative:
Philips service rebooted the system, and the ippc fan resumed normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that exposure failure due to ippc fan malfunction on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.